Event description:
(B)(6) clinical study, subject ID (B)(6). An index ablation procedure involving two intellanav stablepoint open-irrigated catheters was completed on (B)(6) 2021. An echocardiogram performed on (B)(6) 2022 and showed severe pericardial effusion without cardiac tamponade signs. The patient was hospitalized . A percutaneous pericardial drainage was performed and the event was resolved and the patient was discharged on (B)(6) 2022.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Correction to describe event or problem, lot number, serial number, unique identifier (UDI) , expiration date, device manufacture date it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Localize clinical study, subject ID (B)(6). An 3-month follow up ablation procedure involving a intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that the patient experienced severe pericardial effusion without cardiac tamponade signs, which was confirmed from echocardiogram. The patient was hospitalized . A percutaneous pericardial drainage was performed and the event was resolved and the patient was discharged on (B)(6) 2022.